Event description:
Returned dacapo power pack showed a broken housing with electrolyte leakage. No injuries were reported.

Manufacturer narrative:
The device has been returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.